Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead noise was observed during a follow-up in clinic on (B)(6) 2016. Same issue was observed on (B)(6) 2015, and it was resolved by opening the pocket and reinserting the atrial lead back into the port. The noise was suspected to be from electromagnetic interference, the lead and/or from the malfunctioned device. The physician will determine the next course of action. No further information is available.